Event description:
As reported, about 90 days ago patient underwent herniorrhaphy surgery to repair paraumbilical hernia with the implant of soft mesh above the abdominal wall muscles. It was reported that post operatively, the patient was okay, but 2 weeks ago patient had redness and small papular discharge, extended over the abdominal wall. It was reported that patient was prescribed with anti-inflammatory, anti-histaminic and antibiotics with no improvement.

Manufacturer narrative:
As reported, the patient experienced skin rash, redness, papular discharge post implant of soft mesh. Photos provided show a reaction on the patient's abdomen. Photos cannot assist to determine whether the device caused the reaction experienced by the patient. Based on the information available to date, no conclusions can be made as to the degree to which the implant may have caused or contributed to the postoperative complication. Review of manufacturing records shows product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in november 2022. Note, the date of event (23-mar-2024) is provided as a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.